Event description:
The customer reported the system displayed a table communication error at boot up. When this error is displayed x-rays are disabled. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.